Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The primary investigator reported via phone call that the customer experienced severe high blood glucose level. The customer¿s blood glucose was 315 mg/dl. The device will not be returned for analysis.